Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a few days post an uncomplicated implant, the patient with this lead developed chest pain, at which time a pericardial effusion was confirmed. The patient was then transferred to another medical facility for a pericardial drain however, passed way while in the intensive care unit approximately four days later. The physician stated that at implant approximately one week prior, the lead exhibited satisfactory measurements and at the interrogation on the day of transfer, only a slight increase in thresholds were observed otherwise, all other lead measurements were satisfactory and stable. The cause of the effusion was suspected to be a micro perforation. No return of product is expected.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a few days post an uncomplicated implant, the patient with this lead developed chest pain, at which time a pericardial effusion was confirmed. The patient was then transferred to another medical facility for a pericardial drain however, passed way while in the intensive care unit approximately four days later. The physician stated that at implant approximately one week prior, the lead exhibited satisfactory measurements and at the interrogation on the day of transfer, only a slight increase in thresholds were observed otherwise, all other lead measurements were satisfactory and stable. The cause of the effusion was suspected to be a micro perforation. No return of product is expected.